Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported right side anxiety as "it shook her psychological and self-esteem¿, ¿heterogeneous implant showing hyperechogenic lines in the upper quadrants and qil of the left breast, which may be related to intracapsular capsule¿, ¿capsular contracture¿, and ¿recall¿ was performed on this complaint record." Device has been explanted. Treatment performed through lisador, cadein, clexane and cefadroxil and singulair.